Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 07/15/2020: 1. Section b. Box 3. Date of event. 2. Section d. Box 4. Lot#, catalog#, expiration date & unique identifier. 3. Section h. Box 4. Device manufacture date. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) terminus using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, it was reported that the distal tip of the jet7 broke off in the patient. The physician then used a snare device to successfully remove the broken tip of the jet7. There was no report of an adverse effect to the patient.